Event description:
The customer's mother called to report a motor error alarm. The caller also reported that he went to the emergency room with a blood glucose reading of 543 mg/dl. The caller stated that the customer has a gangrene infection that also causes his blood glucose levels to elevate. Advised the caller that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to the motor encoder signal out of phase. Unable to perform the displacement test due to the motor error alarms.